Manufacturer narrative:
The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction testing was attempted. It was noted that the s-ICD did not deliver the appropriate current to induce a ventricular arrhythmia. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that there were three induction episodes recorded in the memory. During the first induction attempt, the programmer did send the induction command; however, it timed out waiting for a response from the s-ICD due to a poor telemetry connection. The second induction attempt showed a 50 hz burst was delivered and the patient had some vt/vf beats for two seconds and then reverted back to normal sinus rhythm. In the third induction episode, the 50hz burst induced a vf that was sustained and the s-ICD delivered shock that converted the arrhythmia. The time to therapy was 12.8 seconds and the shock impedance measurement was in normal range. This information was communicated to the field representative. No adverse patient effects were reported.